Event description:
It was reported, the camera head had a cut in the lead. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. The device was returned to olympus for inspection. The reported failure (lead breakage) was reproduced and cable disconnection was noted. The device history record review found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had a cut in the lead. There were no reports of patient harm.